Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip cable at distal end. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar was broken. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the clinical sales representative (csr) confirmed previous similar complaints of alleged jaw dislodgement involving force bipolar forceps instruments. The csr confirmed this complaint had a similar issue.